Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during therapy on the home choice (hc). The home patient (hp) stated the hc alarmed the previous night and was inquiring what the problem was. The technical service representative (tsr) reviewed the alarm log and found a se 2240/2367. The hp was unsure of what cycled and just turned the hc off at the time of the alarm. The tsr explained the alarm and the hp would call back that night if the alarm persists. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no use error described by the patient, and the sample and lot number were unavailable for evaluation, therefore, analysis of the device can not be complete. If any additional relevant information becomes available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as the product code and lot are unknown. The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.